Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 600 mg/dl. The customer does not feel any symptoms of high blood glucose and was not hospitalized. The customer was treated for the high blood glucose with their insulin pump. The customer was assisted with the issue but there was no indication of a malfunction with heir insulin pump.